Event description:
In 2006 the lay-user/pt contacted lifescan alleging that her one touch ultra meter was flashing the time and could not test hereself. The medical affairs specialist spoke to the patient a week later to obtain/verify information. 4 days before reporting, the pt attempted to change the battery on her meter. After doing so, she noticed that the meter was flashing the time. The pt stated that every time she inserted a test strip into the meter, the display would fully light up and then fade away. That same day, she started feeling "shaky" and "light-headed" so she took 2 "gluco-tablets" and a glass of orange juice. Her symptoms went away. Since the pt was unable to test herself and wanted to know what her blood glucose level was, she contacted a paramedic. The paramedic tested her blood glucose using an unknown device and got a reading of "168 mg/dl". She did not receive any medical treatment. Due to the meter issue, the pt stopped using the meter for 2 days. In 2006, the pt went to a pharmacy and was given a new one touch ultra meter. She was also advised to call lifescan for assistance with her reported meter. The pt indicated that she took her regularly scheduled doses of "humulin" insulin each day while the meter was not functioning properly. The pt takes 35 units of "humulin" insulin in the morning, and 15 units in the eve4ning. She also tests herself 3 times/day. Although the customer care advocate (cca) helped the customer set up the date and time of the meter, thedevice was replaced. This complaint is being reported due to the patient being unable to test with the meter and ultimately developing symptoms that resolved after taking glucose and juice.